Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. There was a medical intervention of burring/drilling and use of demineralized bone matrix that was needed after and medical device removal. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the two (2) titanium cortex screw sheered off in patient during insertion. The proper technique was used in drilling with the 1.1 mm drill, depth was measured, screw was put in with t4 driver. Proper instrumentation and protocol was done during the procedure. Fragments were generated from the broken device and were difficult to remove. Broken screws were removed and thrown away post case. There was a medical intervention of burring/drilling and use of demineralized bone matrix (dbx) that was needed after. Surgeon completed the procedure by using combination of 1.5 cortex screws and 1.5 variable angle locking screws with a 1.5 plate. Surgeon filled bone void caused by removing broken screws with dbx. There was a surgical delay of about forty-five (45) minutes. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1), unknown plate (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).